Event description:
Caller reported aviva system blood glucose results 26 mmol/l, 17.4 mmol/l, 14 mmol/l, and 10.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).